Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, an unspecified number of tubes underfilled. No patient impact reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. Investigation summary bd had not received any samples for investigation. A total of 100 retained samples underwent visual inspection, confirming that the hemogard closure assembly was correctly assembled and placed on the tubes. Additionally, functional tests were performed on 10 retained samples. All tubes were found to be within specification limits, with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.